Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was not capturing after it experience a dislodgement . The lead could not be repositioned. As a result the patient underwent a surgical intervention to explant and replaced the lead. No additional adverse patient effects were reported.